Manufacturer narrative:
D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016; therefore, no UDI is required.

Event description:
A customer biomedical engineer (biomed) reported that there was a speaker malfunction error message alerting at the philips patient information center ix (pic ix) and the mx700 bedside monitor. There was visual alarming only at the mx700; not audible alarming. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Troubleshooting/investigation the speaker malfunction at the central and at the bedside was performed the customer biomedical engineer (biomed), as advised by the philips remote service engineer (rse). Troubleshooting established the speaker malfunction error was either the mx700 or x2. The biomed stopped further troubleshooting and requested to close the case. No further information provided. The philips rse was provided the analysis findings however philips was unable to confirm the final disposition of the device because the customer rejected further remote troubleshooting. The customer requested the case be closed. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : device not available; customer rejected further remote troubleshooting.